Event description:
Discordant, falsely elevated sodium (na), potassium (k) and chloride (cl) results were obtained on one patient sample on a dimension exl with lm instrument. The discordant results were not reported to the physician(s). The sample was repeated on the same instrument, resulting lower. It is unknown if the corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na, k and cl results.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer reported that diluent check was not running and error 545 failed to detect flush was obtained. Ccc instructed the customer to check the sample probe, adjust the alignment, and swab the port with serum. The customer reran the diluent check, which passed. The cause of the discordant, falsely elevated na, k and cl results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.